Event description:
It was reported that the sterility of the catheter was compromised. A stingray lp catheter was selected for use. Prior to the procedure, it was noted that the entire outside and inner package had a hole and the product sterility looked compromised. The device never entered the patient. The procedure was completed with another of same device. No patient complications were reported.